Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. The device had evidence of physical damage.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was broken. The device was not in patient use.